Event description:
Unomedical reference number (B)(4). Event occurred in italy. The patient reported that six infusion sets fell off events during use on 19-june-2024. The infusion set was in use for less than 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 6 of 6.